Manufacturer narrative:
Component code = 4756 - aquabeam motorpack, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy and while the patient was in the operating room under anesthesia, upon insertion into the aquabeam handpiece, the aquabeam motorpack failed to function. Initial troubleshooting steps, including disconnecting and reconnecting the device, were attempted; however, the display screen only showed "error" without providing a specific error code. A replacement aquabeam motorpack was promptly dispatched, allowing the procedure to be completed. This event resulted in a surgical delay exceeding 60 minutes. There were no adverse health consequences to the patient as a result of this incident.

Manufacturer narrative:
The aquabeam motorpack was returned for investigation. The customer reported a malfunctioning aquabeam motorpack during functional testing. When connected to an e0053 aquabeam system, the motorpack was not detected, and the motors failed to activate when the tactile switch was pressed. Replacing the sa0200 cable resolved the issue, as the motorpack was subsequently detected, motors were jogged, and the aquabeam handpiece successfully docked. The root cause of the reported issue was identified as a nonconforming sa0200 cable, although the source of the cable defect could not be determined. A review of the device history record (DHR) for aquabeam robotic system ab2000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The event was confirmed through testing, so a log file review was not needed. The aquabeam user manual, um0101-00, rev. F provides the following details about motorpack connection: connect the motorpack cable to the front of the console: connect the motorpack plug on the front right port. Ensure the connector locks in place and the red marks on the motorpack and the console align. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.